Event description:
Sorin group received a report that the arterial pump stopped and displayed an error message during a case. Hand cranking was used to maintain blood flow until the pump could be changed out. The case was completed without further issues. There was no pt injury.

Manufacturer narrative:
The manufacture date will be provided in a f/u report. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the arterial pump stopped and displayed an error message during a case. Hand cracking was used to maintain blood flow until the pump could be changed out. The case was completed without further issues. There was no pt injury. A sorin group field service rep was dispatched to the facility to investigate. The field service rep was able to reproduce the error message. The speed potentiometer was replaced and the error was resolved. The field service rep then performed a standard preventive maintenance and functional check. No further problems were found. The replaced speed potentiometer was inadvertently discarded. Without the device for eval, the root cause of the reported problem can not be determined. No further action is deemed necessary.